Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 5 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017 subject noted pain of 10/10 at driveline site. Site with erythema and small amount of drainage. Drainage was cultured and preliminary culture with gram positive rods. Infectious disease consulted and subject evaluated. Culture positive for corynebacterium striatum, doxycycline started. On (B)(6) 2018, antibiotics (abx) changed to augmentin from doxycycline/vancomycin due to repeated culture of last month. Patient no longer had the corynebacterium striatum, but there was a scant amount of a proteus mirabilis that was tetracycline resistant. Abx course completed on (B)(6) 2018. On (B)(6) 2018, subject driveline recultured; final culture results showed 4+ staphylococcus aureus (coagulase positive), which was susceptible to doxycycline. Doxycycline restarted. On (B)(6) 2018, intermittent abx per infectious disease. On (B)(6) 2018, patient's lvad insertion site continued to be painful and red, after nearly 6 days on bactrim double-stranded with no real improvement. Culture and sensitivity demonstrated staphylococcus aureus sensitive to bactrim double-stranded and doxycycline. Subject was diagnosed with driveline infection. After a few changes in antibiotics, infection had since been under control. Subject continued to be on antibiotics daily. Most recent weight:(B)(6) kg. No equipment was exchanged. This event was ongoing at time of study exit.